Event description:
It was reported that the pt experienced return of symptoms shortly after a pump refill. An inflammatory mass was suspected based on MRI findings. However, it was stated that "the pt did not have any other symptoms that are typically associated with an inflammatory mass". A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).